Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pulmonary embolism, edema and persistant conjunctivitis. The patient did report to receive medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.